Manufacturer narrative:
The following sections has been updates: b4, d6b, g3, g6, h2, and h11.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a suction event and an episode of ventricular tachycardia. The p level of the pump was decreased and the tachycardia resolved. The patient was in stable condition.

Manufacturer narrative:
D6b: updated the explant date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: tachycardia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: the cause of the issue was most likely related to patient condition, based on data log review and product clinical details.